Event description:
Report received from the USA stating that the cable was "damaged" due to a parked surgical table that had rolled over it, cutting the cable and exposing the internal wires. The reporter also stated that the speed control button "does not work." The product was not used in surgery. There were no injuries or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent.